Manufacturer narrative:
Consumer discarded product. Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided.

Event description:
Consumer alleges her heating pad caught on fire and damaged her mattress pad. There was not a report of serious personal injury with this incident.